Manufacturer narrative:
The event date is approximate. The adaptive clean brush head is an accessory to the sonicare power toothbrush system. The device serial numbers or manufacturing number were not provided. The device serial numbers or manufacturing numbers were not provided. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
The consumer reported that their adaptive clean brush head broke apart during use. A potential choking hazard was identified. No injury was reported.